Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. The dilator was also received. The hemostasis hub of the introducer was able to rotate freely. Dissection of the hemostasis hub revealed all components of the hemostasis hub were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the loose hemostasis hub remains unknown.

Event description:
During the procedure, after performing the transseptal puncture and when removing the sheath from the patient to replace it with a non-abbott cryo sheath, the body of the sheath separated from the valve. The sheath body, valve, and dilator were all removed over a wire using standard exchange technique. No intervention was required and all the pieces of the device were accounted for. The planned sheath exchange then occurred and the procedure was completed with no adverse consequences to the patient.